Manufacturer narrative:
Investigation pending completion.

Event description:
The customer initially reported an issue with ch3187 (9617594-2025-02025-00) where the reported problem was leak of paclitaxel and cisplatin during infusion. However, the customer also returned a mating device sample from ch-14 and during inspection of the returned mating device sample, it was noted that the item was related to the customer¿s complaint of leakage found on ch3187. There was patient involvement but no patient harm. There was no delay in critical therapy.

Manufacturer narrative:
One used bifuse add-on set connected to one (1) used ch-14 and various mating devices were returned for evaluation. No defects or anomalies were found on visual inspection. Upon functional testing the ch3187, ch-14, and mating devices were leak tested. There was leakage from the spiros connection to the ch-14. The ch-14 and spiros from the ch3187 were disconnected and a stick down was found on the chemoclave of the ch-14. The ch-14 was disassembled, and the seal was found to be torn. The probable cause is due to access with an incompatible mating device. The dfu (directions for use) states: "the clave/microclave connector is compatible with luers with an internal diameter (ID) between 1.55 mm and 2.8 mm. The DHR (device history review) could not be reviewed due to the unknown lot number.